Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. The loop was caught in the cutter storage part of the fs-5q-1 device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an attempt was made to cut the loop without the loop being on both sides of the loop hanger of device fs-5q-1. This might have caused the loop to be caught in the cutter storage part. As a result, the loop could not be cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report is linked to patient identifier (B)(6).

Event description:
It was reported that during a polypectomy, after using the ligating device, while attempting to cut the ligating loop with a loop cutter, the loop cutter got stuck and could not be released. The handle of the loop cutter was cut and during an attempt to remove the scope, the side of the loop cutter got caught in the device (at the junction of the biopsy channel), and the scope could not be removed. The scope was released by cutting the scissors forceps (loop cutter) with pliers. The scope was removed, then reinserted, and the polyp was resected. The loop was then cut, and the loop cutter was removed. The procedure was extended by about 30 minutes and completed with no additional patient impact or harm.